Manufacturer narrative:
Info received from the care facility indicates that consumer leaned sideways shoved their hand inside the chairs folding mechanism and when the chair changed position, consumer injured their thumb. Product is 14 years old and no longer in warranty. Device maintenance history is unk. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on injury.

Event description:
The consumer leaned sideways and allegedly shoved her hand inside of chair. She allegedly pushed her thumb inside the folding mechanism. When the chair changed positions, it allegedly smashed her thumb. The consumer allegedly sustained a fractured thumb that was amputated.